Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test found reservoir. No air bubbles anomaly when removing the plunger, plunger was easy to connect/release properly. Also inspected reservoir¿s snap-cap width dimension. Also using a new lab infusion set connect found reservoir's snap-cap too loose to connect/lock/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was unknown. Customer advised they were unable to unscrew the plunger which created a big air bubble. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.